Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
The user observed an "f039" error code message. As a result, an alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.